Manufacturer narrative:
The insulin pump was received with broken off the reservoir tube lip and missing the reservoir tube o-ring however, the reservoir stayed locked in. The insulin pump passed displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that the insulin pump's reservoir compartment was cracked and kept losing pieces with each new reservoir insertion. The reservoir does not remain in place anymore; the reservoir would appear loose. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated but the caller did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was not returned for analysis.